Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened dome, the keypad connector was inspected and no anomalies noted. Device received with broken reservoir tube lip. Unit alarmed motor error during rewind due to corroded motor home switch. It was unable to perform displacement test due to motor anomaly. Unit received with corroded electronic assemblies, cracked case at display window corners, cracked case at reservoir tube window corners, battery tube threads and with minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer reported that the insulin pump had moisture behind the screen. The customer reported that they were able to remove the moisture but made the screen hard to read. The customer reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.